Event description:
It was reported that a patient experienced a dislodged iodine sponge from their minicap. There was no patient involvement, or injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This was discovered by a nurse, not patient. Evaluation summary: the device was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted on lot number 14a20h15 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed, and it was found that the foam was separated from the minicap. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.